Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information indicates that the patient was transferred to another hospital for laser lead extraction. However, both ra and rv leads break off upon removal. Moreover, rep verified that all leads were successfully removed. There were no additional adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information indicates that the patient was transferred to another hospital for laser lead extraction. However, both ra and rv leads broke off upon removal. Moreover, the field representative verified that all leads were successfully removed. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The proximal segment of lead returned measuring approximately 505 millimeters (mm), the tip segment including the anode electrode was not returned. The lead conductor coils, and insulation has been pulled to the point of breaking. Extracting stylet returned stuck in the lead segment. The setscrew marks were in the correct location on the terminal pin (2) and ring (1). Cuts, tears, and electro-cautery damage noted in the insulation in multiple places. The insulation was bunched, bent, and stretched. The rear seal rings have been cut off of the lead (anode rings). The terminal silicone sleeve was bunched in a few places. Sutures tied tight onto the lead for extraction purposes. Tissue noted on the lead body insulation, pieces of calcification noted in the tissue. Both conductors were extremely stretched and pulled to the point of fracture. Esc (environmental stress cracking) was noted in several places, surface only. Continuity testing passed indicating conductors were intact on the segment of lead returned. Visual inspection revealed no abnormalities other than induced damage from normal use on the segment of lead returned. This report is being filed to correct the h10: additional MFR narrative and b5: describe event or problem